Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error after having ramping numbers during a bolus attempt. The blood glucose reading was 187 mg/dl. The customer stated that he was unable to clear the alarms because the keypad was unresponsive. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No ramping numbers anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and cracked reservoir tube lip.